Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump passed off no power test, error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The insulin pump failed to vibrate during selftest due to broken vibrator motor black wire. Scratched lcd window and cracked reservoir tube lip noted during visual inspection.

Event description:
Customer reported hospitalization due to diabetes ketoacidosis. Grandmother had driven the customer to the hospital. The blood glucose reading at the time of the event was 360 mg/dl. Customer was vomiting and feeling sick. Customer had a bent cannula. Customer was hospitalized for two days. Nothing further reported.